Event description:
Patient reported when he tried to do his infusion on (B)(6) 2026 the spring broke in the freedom60 pump. Initially when he placed syringe into pump the syringe was pushed out. When he tried to windup the spring in the pump to try again the spring would not wind. He did have an old freedom60 pump on hand and was able to do his infusion. No dose of medication was missed. Pharmacy replaced device. Unknown serial number and expiration date. Unknown if adverse event occurred due to product issue. Unknown if device available for return. Hizentra indication: common variable immunodeficiency, unspecified. No further info/details or dates available.